Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 30¿s to 50¿s mg/dl. The customer reported that they treated low blood glucose level with crackers. The customer did not mention any symptom related to low blood glucose level. The customer also stated that they experienced high blood glucose level of 350 mg/dl and treated with syringe. The customer alleged the insulin pump for under delivery. They also stated that the insulin pump passed the high pressure test. The customer stated that the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.